Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented remotely with inappropriate shock due to incorrect interpretation of signal noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. No adverse patient consequences were reported.